Manufacturer narrative:
E1: phone number - (B)(6) h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a cholangiogram procedure, one open-end ureteral catheter attached to a syringe via the connector broke, resulting in two pieces of the catheter detaching inside the syringe. Another catheter was used with no issues. The broken catheter was not used on or near the patient. The device was assembled as instructed, with the catheter passed through the cholangiogram forceps and the three-way tap attached to two 20 ml luer lock syringes. A photo was provided that shows two short (approximately 1cm) long sections of yellow catheter tubing inside a syringe. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.